Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulators for non-malignant pain and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was dead; he had not charged it due to having prostate surgery. The patient also reported that he had to spend about 14 hours charging the battery from 0% to 100% and afterwards, the charge only lasted for three hours before the battery discharged again. The patient confirmed that they had all eight coupling bars filled and the stimulation was off while he was charging. It was noted that the patient¿s prostate surgery was related to the issues. In the end, the patient was redirected to their healthcare professional (hcp) to check the device and to troubleshoot. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.